Event description:
The customer stated he could not get his new meter to work. He stated that the 888 came on the display, he applied blood, and nothing happened. Customer service offered to troubleshoot. While performing the check test, it was discovered the meter was set in mmol/l. Customer service helped change the meter back to mg/dl. The check standard was within range -526-range 409-624. The normal control test results of 150 and 145mg/dl were within the 114-165 mg/dl range. Customer service was going to replace the meter and have the other sent for evaluation. Customer service also advised the customer on correct technique.